Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited plunger sensor error. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. The left and right plunger cases were damaged. There was a check clutch or plunger lever error in the history. The customer's stated problem was verified during occlusion tests. The analyst replaced the clutch half's and that cleared up the problem.

Event description:
Additional information provided indicating that there was no patient involved.